Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that their stimulation was found to be off when they woke up in the morning after the stimulation was previously on before bedtime. It was stated that the stimulation had turned off unintentionally. It was noted the patient was hospitalized for an unrelated condition at the time of report and that some electromagnetic interference may have led or contributed to the issue. It was noted that ¿patient error in operation¿ or a depleted implantable neurostimulator (ins) battery may have also led or contributed to the issue; however, it was noted the patient¿s controller was not used or kept on hand the night of the issue and that the ins battery was checked and had not reached 0%. Additional information received reported that the patient ¿adjusted the output a bit to make sure it was stimulated on¿ before going to bed the night of the issue and that that ¿the next morning only program 2 was off.¿ the cause of the stimulation turning off was not determined; however, it was noted that ¿there was also the possibility of misoperation due to frequent output adjustments made by the patient.¿ there were no actions in parti cular planned or performed to address the issue. It was unknown whether the issue was resolved at the time of report. It was noted however that as of (B)(6) 2024 that the issue had not recurred since (B)(6) 2024, so ¿it seemed to be resolved.¿ no further complications were reported or anticipated.